Manufacturer narrative:
During a retrospective quality improvement effort related to an mdsap audit finding, this complaint was assessed as reportable. Corresponding corrective and preventive action has been initiated for improvement of the firm's adverse event reporting process. The device involved in this event was not available for investigation as it was discarded by the clinic. The device history records for this lot of product were reviewed, and no anomalies were noted. In addition, a review of prior complaints does not show any reports with the same lot and same failure mode. The results of the technical investigation and the review of the available information do not reveal any underlying issues that would indicate the need for further corrective or preventive measures.

Event description:
Treatment of mid lad (left anterior descending coronary artery) in-stent restenosis with minor stent under expansion. Stenosis degree of 40%. Balloon rupture/burst after 2-4 seconds of inflation, at inflation pressure 25 atm.cardiologist suspected the opn balloon burst upon inflation and was the probable cause of the mechanism for rupture of lad. Balloon was reported to have suddenly lost pressure at 25 atm during inflation. Opn balloon was deflated with blood staining noted in the fluid of the inflation device, which is inconsistent with balloon rupture. Evidence of artery rupture noted angiographically. Cardiac arrest followed. Lad rupture treated with papyrus covered stent, tamponade was drained and the patient successfully rescusistated and transfered to ICU.